Event description:
Initial ck-mb result of 12.84 ng/ml.. Same sample repeated gave results of 3.19 and 3.3 ng/ml. The initial result was reported, patient not adversey affected. The field service representative determined there was a problem with the pinch valve tubing. The instrument was replaced.